Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety did not engage properly. Report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: nurse couldn't get the needle to click/safety and could not disconnect the needle from the catheter.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one used 20g x 1.00in. Nexiva unit from lot number 3024497. The unit was returned with the needle fully retracted and decoupled from the catheter adapter. A gross visual inspection of the returned unit found that the hole on the tip shield where the needle threads through was damaged. The shape of the damage, a tear drop like shape, is known to cause deformation of the material leading to material being present in the path of the v-clip. If the v-clip does not fully extend it may prevent the tip shield from releasing from the catheter adapter. The needle was un-retracted and then retracted to verify that the needle slid properly through the tip shield. No resistance was encountered during retraction. Based on the location of the damage the defect most likely originated during the manufacturing process due to misalignment while inserting the cannula into the grip and tip shield therefore confirming your reported issue. Operators perform in process sampling and testing for retraction to mitigate the risk from this type of defect. Preventative maintenance (pm) is also performed periodically to ensure proper functioning of the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Upon investigation, this is not an MDR reportable event.

Event description:
Nothing new to enter here

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety did not engage properly. Report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: nurse couldn't get the needle to click/safety and could not disconnect the needle from the catheter.